Event description:
The customer returned the endoeye high definition ii, autoclavable video telescope to the olympus repair center for a reported ¿shows strange colors¿ that was found at an unspecified event. Upon inspecting and testing, varying colored images (purple/green) were detected. The colored image problem was isolated to a defective video cable unit. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture purple/green image defect found during the olympus repair inspection.

Manufacturer narrative:
During the repair inspection, the customer¿s reported problem was confirmed/reproduced as varying (green/purple) colored images were identified. The colored image defect was isolated from a defective video cable unit. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The device evaluation identified the image displays purple/green in color due to a defective video cable unit. The root cause of the defective video cable cannot conclusively be determined. However, the colored image defect is a known issue and based on previous investigations, the potential cause can be attributed to the following: cable pins of odu (video) connector are too small for shield cables. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam. Manufacturing jig not fully suitable for soldering process. Soldering process at oste is not up to date. New guidelines and manufacturing process for soldering process between joints and odu plug have been updated and improved. Olympus will continue to monitor the field performance for this device. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.